Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a system error 345 during testing that was not reproduced, however a review of the event history log identified two occurrences of system error 345 messages had occurred. The cause was identified to be the upstream ultrasonic sensor which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During testing of a spectrum infusion pump at baxter (B)(4), the device alarmed system error 345 (thermistor disparity). No additional information is available.